Event description:
It was reported to philips that the system was freezing, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, during planned treatment procedure was performed when the issue happened. The procedure was completed as planned after restarting the system with a delay of less than 20 minutes. A philips field service engineer inspected the system onsite and confirmed the reported problem. After reviewing the log, it shows persistent application errors in the collimator driver module and repeated acquisition failures. Upon troubleshooting, the system faced critical failures in the frontal collimator and related subsystems, causing total x-ray loss on the frontal channel. To resolve the problem, host and image pcs were replaced and the ippc was replaced on another follow up case and the host pc return for further analysis, but no failure found. After replacing host pc and ippc, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed on same as planned after restarting the system. The procedure was finalized with a little delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was

Manufacturer narrative:
Additional narrative: rdn correction. Philips has investigated this complaint. According to the additional information collected, during planned treatment procedure was performed when the issue happened. The procedure was completed as planned after restarting the system with a delay of less than 20 minutes. A philips field service engineer inspected the system onsite and confirmed the reported problem. After reviewing the log, it shows persistent application errors in the collimator driver module and repeated acquisition failures. Upon troubleshooting, the system faced critical failures in the frontal collimator and related subsystems, causing total x-ray loss on the frontal channel. To resolve the problem, host and image pcs were replaced and the ippc was replaced on another follow up case and the host pc return for further analysis, but no failure found. After replacing host pc and ippc, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed on same as planned after restarting the system. The procedure was finalized with a little delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was